Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to perform the occlusion test due to button/keypad anomaly. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 324 mg/dl at the time of the incident. Caller stated that the up button would not go up and she had to use the down button. Caller stated that the act button didn't do anything. Caller stated that the customer just ate twice, which is why her blood glucose is high. Customer also did a bolus. Caller stated that it is humid and the pump may have been exposed to sweat from the customer's body. The caller was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.